Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During aveir implant, it was observed that the lp prematurely released from the delivery catheter at the fixation point. The catheter was removed from the body and inspected; it appeared that rotating the release knob now had a reverse effect. The procedure was elected to conclude with the lp left in position. The patient was stable.